Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the patient¿s blood glucose on an unknown date was 475 mg/dl with large ketones. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that the pump¿s basal history did not match the programed basal rates. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2017 with the following findings: during investigation, the basal rates were overwritten and there was no data to support the complaint that the basal history rates did not match the active basal program for the date of the complaint. The suspend history indicated that the pump was manually suspended and manually resumed. A review of the available basal rates were found to correctly match the users programmed basal rates. The pump was exercised for 24 hours with a 2.0 u/hr basal rate and at the end of testing the basal history correctly showed 2.0 u and the total daily dose showed 48.0 u. The basal history was found to be recording the programmed basal rates properly during testing. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.